Event description:
It was reported that the pump failed with occlusion error and failed reprogramming communication with syringe change. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Manufacturer narrative:
H10: two reported issues were investigated. Functional testing for first (1st) reported issue "pump fails with occlusion and with a 1ml syringe" - found premature occlusion immediately when running 1ml syringe. The force sensor was very out of spec. Count was 155 (should be in 30s), values were 0= 2.93 lb, 5= 8.66 lb, 15=19.62 lb. Recalibrated force sensor and ran 1ml syringe which passed. Likely root cause to be normal wear caused force sensor to drift out of spec. Functional testing for second (2nd) reported issue "reprogram in learn mode and fails communication cloning several times" - no problem was found. Possible that customer has been using the old style cloning block which is not compatible with the new interconnect board (70-0420 revision 104 and newer, which has been available after (B)(6) 2017.) Confirmed interconnect part# 70-0420 was present. Repair was not needed per customer reported problem since there was no problem. Performed power up process, preventive maintenance (pm), occlusion test, cloning test and all functional tests which passed. The root cause of the cloning issue was user interface - customer must purchase the new cloning block. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received on 20july2022 via email and attached to complaint object: date of the event: (B)(6) 2022, no patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were missing upon receipt, a non-original equipment battery was identified, and the right plunger case was cracked. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation however, the force sensor was out of calibration and the customer was likely using the old-style cloning block that is not compatible with the new interconnect board which was present on the returned device. The root cause of the reported event is unknown as no actual problem was found, but possibly related to normal wear causing the force sensor to drift out of specification. The force sensor was recalibrated. The customer must purchase the new cloning block, but no repair was needed as there was no actual problem with the device. Preventive maintenance was performed and all functional tests passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.